Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7045799, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7071085, UDI: (B)(4).

Event description:
It was reported that the patient experienced pain at the implant site and the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent a spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively and the explanted devices were kept by the facility.

Event description:
It was reported that the patient experienced pain at the implant site and the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent a spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Correction to the initial MDR in block g3 and h6. G3 aware date for the initial MDR should've been (B)(6) 2025. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).